Manufacturer narrative:
Siemens healthcare diagnostics has identified five feature issues with the syngo lab data manager. The issues pertain to result unit conversions, quality control processing, virus protection, system performance degradation, and orders received from lis being rejected. An urgent medical device correction (umdc) entitled "syngo lab data manager system software issues" was sent to customers in the united states in august 2015. An urgent field safety notice (ufsn) entitled "syngo lab data manager system software issues" was sent to customers outside of the united states in august 2015. The umdc and ufsn describe the issues and provide actions the customer can take to prevent and mitigate the issues.

Event description:
A siemens technical applications specialist (tas) for a customer site discovered that the iguide online help manual for the customer for the syngo lab data manager did not load from the siemens remote services tool. There are no known reports of adverse health consequences due to this issue.